Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Assess access site for bleeding and hematoma: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ vascular dissection/perforation: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 47-year-old male was implanted with an impella 5.5 for mechanical circulatory support. Approximately 2 weeks after implant the patient developed an acute hematoma and access site bleeding. It was noted the patient was sleeping on that side. Patient returned to the operating room for emergent vascular repair which required the removal of the impella 5.5 pump. While in the operating room the patient received 4 units of packed red blood cells (prbc), 2 fresh frozen plasma (ffp), and platelets. The vascular damage was damaged at the anastomosis. The patient did not hemodynamically tolerate the removal of the impella 5.5 pump and had to have a new impella 5.5 pump placed.

Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. Pump was not returned for investigation. As per clinical information provided, the blood had accumulated in the patients drain at the cutdown site which was resolved with suturing and protamine. Protamine is given to patient with high act value to neutralize heparin' s effects. Therefore, the root cause of the access site bleeding issue was most likely anticoagulation management due to high patient act values. Clinical information mentions that the patient was sleeping on the side of the access site. A hematoma and damage to graft anastomosis was noted on the same side. Therefore, the root cause of the vascular damage - peripheral vessel issue was most likely use related to patient movement. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added h6 component code 925 corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email updated.